Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system was missing the tubing clamp. The following information was provided by the initial reporter: "piv started with nexia #24 r hand pt autistic adhd. When nurse wanted to clamp piv after ns flush piv had no blue clamp on, neither in packaging. Pt had to be repoked because was suppose to go home with piv but couldn't due that he didn't have a clamp."

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 2/1/2021. H.6. Investigation: to aid in the investigation of this incident, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the blue clamp component was observed missing. It has been determined that this incident resulted due to an operator error during the visual inspection process. As a lot number was unavailable for this incident, a review of the production history records could not be completed and the dates of production could not be determined. A quality alert was issued for this product back in (B)(6) 2020, however, without the lot number, it is unknown whether this product was produced before or after the issuance of the quality alert to the manufacturing facility.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system was missing the tubing clamp. The following information was provided by the initial reporter: "piv started with nexia #24 r hand pt autistic adhd. When nurse wanted to clamp piv after ns flush piv had no blue clamp on, neither in packaging. Pt had to be repoked because was suppose to go home with piv but couldn't due that he didn't have a clamp.".

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. As a lot number is unknown, a device history record review cannot be completed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system was missing the tubing clamp. The following information was provided by the initial reporter: "piv started with nexia #24 r hand pt autistic adhd. When nurse wanted to clamp piv after ns flush piv had no blue clamp on, neither in packaging. Pt had to be repoked because was suppose to go home with piv but couldn't due that he didn't have a clamp."